Event description:
Per the clinic, the patient was explanted due to an infection. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4). Device was discarded at hospital.